Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient admitted again on (B)(6) 2016 for driveline infection with no evidence of deep collection seen on CT. Patient remained afebrile and remained hemodynamically stable. Patient was started on IV flucloxacillin and were completed (B)(6) 2016 and would continue on long term oral flucloxacillin 1 gram qid until heart transplant/vad removal. Patient was discharged and would follow-up to the clinic in 1 week. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. It is likely that patient's clinical status, care of the driveline, and previous history of driveline infections have contributed to the event.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.